Event description:
It was reported that outside the or an everest xt rod reducer came apart at the tip. There was no associated procedure with this event, therefore, no adverse consequences to any patients were seen.

Manufacturer narrative:
The returned everest mi xt rod reducer was visually inspected. The instrument was confirmed to be damaged. The distal end of the instrument had fractured at the weld point, between the bottom outer shaft and the top outer sleeve. Complaint history records were reviewed for this catalog number, no adverse trends were identified. It is believed the instrument was not used at a difficult angle, and no excessive forces were used on the device. The complainant was unaware of how long they have been in possession of the instrument, and could not estimate its usage. Fracture of the weld site can occur due to consistent use of the instrument over time leading to fatigue, off-axis loading, or abnormal forces. The root cause for the reported failure cannot be conclusively determined.

Event description:
It was reported that outside the or an everest xt rod reducer came apart at the tip. There was no associated procedure with this event, therefore, no adverse consequences to any patients were seen.